Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient got hospitalized due to very high blood glucose (specific value unknown) levels on (B)(6) 2024 at 3 am. He was hospitalized for one day. He was feeling sick at the time of hospitalization. He got intravenous insulin drip as treatment there. No further information available.